Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: this right ventricular (rv) lead was suspected of a clavicular crush fracture due to exhibited oversensing noise and low impedances. The lead was explanted. No additional adverse patient effects were reported. The lead was disposed of by the hospital. Should additional information be received, this file will be updated.